Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The analysis of the customer photo shows underfill in one of the tubes, and no tube push off is observed. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode underfill based on the customer provided photo. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one bd vacutainer® sst¿, the customer noticed underfilling and the tube pushed off the non-patient end of the needle when the patient was punctured. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown e1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 investigation summary: bd received one (1) photo for investigation. The analysis of the customer photo shows underfill in one of the tubes, and no tube push off is observed. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode underfill based on the customer provided photo. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one bd vacutainer® sst¿, the customer noticed underfilling and the tube pushed off the non-patient end of the needle when the patient was punctured. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device lot#: 4227486. D4. Medical device expiration date: 31-jul-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 14-aug-2024. Imdrf annex b grid: b11 - historical data analysis. B14 - analysis of production records. Investigation summary: bd received one (1) photo for investigation. The analysis of the customer photo shows underfill in one of the tubes, however, no tube push off is observed. Retention samples were unable to be tested as they had passed their expiration date. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the customer provided photo. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one bd vacutainer® sst¿, the customer noticed underfilling and the tube pushed off the non-patient end of the needle when the patient was punctured. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. E1. Initial reporter country code: (B)(6).

Event description:
It was reported while using one bd vacutainer® sst¿, the customer noticed underfilling and the tube pushed off the non-patient end of the needle when the patient was punctured. No adverse impact was reported regarding the patient or user.